Manufacturer narrative:
The ge rep conducted an onsite investigation and was unable to duplicate the reported problem. The power voltages, video signal and connections were all checked and found to be within spec. The system was tested and operates as intended.

Event description:
The customer reported that the 9600 system would shut down during use. No pt injury was reported.